Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. Unable to confirm unexpected battery out limit due to keypad unresponsive. Unable to perform full drive system test due to keypad unresponsive. Pump received with broken belt clip slot, cracked reservoir tube lip, and minor scratches on display window noted. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.